Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during a dilation on an esophageal stricture procedure performed on (B)(6), 2023. During the procedure, the cre balloon was inflated and went through different pressures and time waiting periods. When they reached 4.5 atm the balloon burst with the contrast leaking out. The customer stated that no pieces of the balloon detached inside the patient and confirmed that there were staples in the area of dilatation. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event.